Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra meter was giving an error message without a number. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issues began on (B)(6) 2011 at an unknown time. It is not known how the patient manages his diabetes or what actions the patient took in response to the alleged issue but he claimed he developed symptoms of 'dizziness and a headache' just 1 minute prior to attempting a test. The patient also reported that he went for a doctor's office visit on (B)(6) and (B)(6) 2011 for unspecified reasons and reportedly received some form of medical treatment, however, the patient did not provide any further information as to the type of treatment received. It is also not known if a blood test was performed on another device. At the time of troubleshooting, the cca noted that the patient did not stay on the line to troubleshoot the issue and hung up; therefore, the alleged issue remained unresolved. This complaint is being reported because the patient allegedly received an unknown type of medical intervention from a health care professional (hcp) after the reported issue began. Based on the information provided, the patient reportedly was unable to use the subject meter resulting in a possible delay in treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.